Manufacturer narrative:
The service rep received and replaced batteries. Tested, system operates as intended.

Event description:
Customer reported error message charger failed on c-arm display while using digital spot. Case was completed. No pt injuries were reported.